Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction of brand name, common device name, and manufacturer address. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2012.